Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored and no blank display, replace battery now or unexpected battery related alarms were noted. Power connector was plugged in and locked in place properly. Device received with the battery cap metal contact inside the battery tube, however no battery cap was received with unit. Device received with missing display window cover. Device received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Power management tool confirms the unloaded voltage and loaded voltage are within specs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump burns through batteries very fast. Customer also indicated that the pump will turn off periodically. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump does not turn on before and after a battery change. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.